Event description:
It was reported that during an unknown time the device is taking irregular grafts. There was no note of patient harm or delay. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: united kingdom.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp (B)(4). Review of the most recent repair record determined the device was taking irregular grafts; the motor speeds were unstable, the reciprocating arm was worn, and the device was out of calibration. The motor and reciprocating arm were replaced, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.